Event description:
The reporter stated that his son had done a bg meter test on him and received an er1 message. He said he went to the hosp because he was not feeling well and his bg was >500 mg/dl. The reporter stated that he has no short term memory and does not know how to contact his son. His statements were inconsistent. He gave the meter memory on 10/8/1998 as 145, 191, 167, 190, 213, 134, 318, 160, 130, and 154. On follow up, a control solution result was in range, (126) 89-133. No further info was provided. No harm was alleged.